Event description:
Reported event of infection from journal article "laparoscopic adjustable gastric band for morbid obesity-local experience in al-ahsa region of saudi arabia", kuwait medical journal 2008, 41 (4): 301-303.

Manufacturer narrative:
Taper unk. The reporter of the complaint was asked to return the product, once it is removed, for analysis as well as indicate the product serial number, date of event, implant date and explant date. Since allergan has not yet received this info the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Infection is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."